Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was low and that there was a "disconnect" with their right ventricular (rv) lead. The lead was capped and replaced and the implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.